Event description:
Consumer contacted dexcom to report a hardware error code from the receiver. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Evaluation of the returned device and review of data log confirmed the reported hardware error code. CAPA has been initiated for this issue.